Event description:
A cryoablation procedure was performed using the arctic front advance catheter with a non-medtronic sheath. The treatment of the left side veins was completed and treatment of the right sided veins began. Ninety seconds in to the first injection, system notice message 50005 appeared (see description below). The message was cleared and system notice message 50006 appeared, stopped the injection and blood appeared in the coaxial umbilical cable. The catheter, sheath and coaxial umbilical were replaced and the right sided veins were then treated. No adverse event occurred. System notice message 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice message 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the catheter was intact with no apparent issues. Verification of the smart chip file showed that the catheter was used for 10 injections. The reported issue has been confirmed through testing. The catheter failed the performance test due to error 50005. Pressure test and dissection revealed an outer balloon pinhole. Further dissection and pressure test showed that the inner balloon was intact. Note that a sheath other than the recommended by the catheter's technical manual was used during this procedure. This report will be recorded and trended. The user facility submitted a medwatch report for this event; refer to (B)(4).

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.